Manufacturer narrative:
The evaluation confirmed the reported issue. Additionally, light guide lens had minor scratches, tear marks on forceps passage, cut on switch#1, play on upward downward /right and left controls, corrosion and/or discoloration appeared on knob and forceps. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus issues with the elevator not going up and down during reprocessing. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Device manufacturer date was 02-feb-2017 (utc). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Additionally, the repair center found the following. Result of pin gauge test on device body showed no problem. Light guide lens scratched. Forceps got caught. Inner wall of biopsy channel torn. Switch rubber cut. Insufficient angulation. Play on angulation control knob larger than the standard. Forceps elevator lever corroded and discolored. Forceps elevator not moved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was found that forceps elevator did not move for the movement was disturbed by dented plastic cover. The root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation olympus will continue to monitor field performance for this device.